Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon evaluation, the drill was stuck inside the drill guide, and the flat drill male had damage. The obturator, implant, and sutures do not have any issues. Functional testing is not performed due to the damage to the devices. The most likely cause of this condition is excessive force/friction during use.

Event description:
It was reported that during a right shoulder stabilisation / laterget surgery during the initial preperation for insertion of the anchor, the drill bit was stuck in the drill guide and could not be removed. The first anchor insertion site could be prepared but no subsequent anchors could be used. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.